Event description:
Fractured insertion post. Implant had to be removed. Another surgical intervention was necessary.

Manufacturer narrative:
Fractured insertion post. Implant had to be removed. Another surgical intervention was necessary. The fractured insertion post and all components are not enclosed. So the reason for the complaint is not comprehensible. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. All quality records corresponded to the specifications. Dentist should have consulted instruction for use to prevent this from happen.